Event description:
The user reported the casting of the roller pump was damaged and the motor bearing needed repair. No other details of the nature of the event were reported. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not concluded.